Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
There are two medical device reports associated with this event. This is 2 of 2.

Event description:
A nurse reported that following implantation of intraocular lens (iol) in to the eye during initial procedure. A scratch was noted on back of the lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in b.5 and h.6. On initial MDR the product code of 4580 was an error. It should have been 4582 on the original MDR. Additional information was provided in d.9., h.3., h.6. And h.10. A used company cartridge was returned. The used company cartridge was microscopically examined. Viscoelastic was observed in the cartridge. The cartridge tip had heavy stress. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated with a non-qualified viscoelastic. The handpiece used was not provided. It is unknown if a qualified handpiece was used. The root cause may be related to a failure to follow the IFU. No problem was found with the returned used company cartridge. The tip did exhibit heavy stress. Stress is an expected occurrence and does not denote a cartridge deficiency. However, stress lines can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens/plunger are not positioned correctly. Per the IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating there is no patient harm.